Manufacturer narrative:
(B)(4). Evaluation: the cause of the reported condition was a faulty weld of the volume indicator. The welders were recalibrated in (B)(6) 2013. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2ml single day infusor had a leak located at the level of the bladder during filling with normal saline solution (non-baxter). There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Visual inspection and functional leak testing of the sample revealed the leak was coming from the welded area of the volume indicator port. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.